Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device cannot start up, device indicating high voltage start. Upon troubleshooting and reviewing error logs, fse found tube current out of range error and failure occurred in generation including tube, fse performed tube conditioning and adaptation, but issue persisted. The defective part was returned for analysis, the tube current out of range failure was confirmed, the investigation showed that the tube failed after intensive usage with a vacuum leak (not localized). A vacuum leak leads to error messages showing grid switch failures or tube current out of range. Grid switch failure is a known wear and tear failure mode of an x-ray tube at the end of its lifetime. Root cause was vacuum leak. However, to resolve the issue fse replaced a new tube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposure. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.